Event description:
Healthcare professional (hcp) reported that a patient injected in ck3 soof with [unspecified] juvéderm® volift¿ and in ck3 bolus, in ck1 and in ck4 with [unspecified] juvéderm® voluma¿, patient has a slight desquamation under the right palpebromalar junction (may also be due to an abrasive antiseptic). The patient verbalizes a sensation of pain on the zygomatic arch and in the parotid area (ck1 and ck4)". Additional information provided, hcp saw the patient again with "persistence of a regressing hematoma, disappearance of pain in the right hemiface after treatment with valaciclovir, shingles hypothesis retained even if no vesicles," complete healing of the cardboard appearance of the skin attributed to a (non-device related) burn due to septeal.¿ this record relates to [unspecified] juvéderm® volift¿.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "burn", deemed not device related, is considered an unexpected adverse drug experience.